Event description:
It was reported that when the package of the 3.00x32mm taxus liberte drug eluting stent was opened, during preparation for a drug eluting stenting treatment procedure, the physician found that the strut at the distal end protruded out from the shape. There was no patient contact. The procedure was successfully completed with another 3.00x32mm taxus liberte drug eluting stent.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. Visual examination of the returned device revealed distal stent damage. Some of the struts were misaligned. No kinks or damage was found on the hypotube. Visual examination of the tip revealed tip damage. The tip was stretched and elongated. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended size product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be handling damage.